Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads from the same lot number. It was reported the patient's stimulation was no longer providing pain relief. The patient's system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2015-13002; reference MFR report #1627487-2015-13003. A review of the manufacture database revealed the patient had two leads from different lot numbers. Device 2 was added to address the lead. Based on the findings from the product analysis the patient's ipg has been added to this report as device 3.